Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "chemotherapy was prepared in pharmacy and the IV tubing primed with saline. When the nurse went to hang the chemotherapy the tubing broke apart at the blue connector to the alaris pump mechanism."